Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2201 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the this patient had a PICC placed on september 12, 2019 due to the need of chemotherapy medications. Afterwards, red strip-like swelling occurred along the vein, causing local pain and discomfort.